Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a magna ease 25mm valve underwent a valve-in-valve procedure due to mitral stenosis and regurgitation. A tmvr was performed with a 9600tfx 26mm. No other details at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: updated brand name, model #, device manufacture date and PMA/510(k) #. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
Through follow-up it was learned the patient had severe mitral stenosis and regurgitation secondary to structural degeneration. The patient had the 25mm surgical valve implanted for approximately four years at the time of the valve-in-valve procedure. Transesophageal echo evaluation of the mitral valve revealed a well seated transcatheter valve without significant regurgitation. The patient was extubated and transported to the recovery room in stable condition. On post operative day two patient was discharged home in satisfactory condition.

Manufacturer narrative:
The device history record (DHR) review could not be performed as the serial number is unknown.